Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of transmission revealed the right ventricular (rv) lead had high capture threshold and low pacing lead impedance. It was also noted that the rv lead was exhibiting noise. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.